Manufacturer narrative:
The customer reported problem was confirmed . A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Ed skinger/biomed need assistance on 8100 sn (B)(4) having an error 242.4030 failure device type: failure problem type: failure mode: case resolution: the bezel assembly might be faulty or motor assembly. I also recommend to consider sending it in for flat rate repair. Biomed will consider sending it, since is more cost effective. Ref: (B)(4).